Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx25 valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of eight (8) years and seven (7) months due to degeneration leading to stenosis and regurgitation. A 26mm transcatheter valve was successfully implanted within the edwards surgical device.

Manufacturer narrative:
Added information to section d4 (expiration date) , h4 (device manufacturer date) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). As per further information received, the patient was discharged home a couple of days post procedure and was doing well. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of undergoing CABG.